Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to capture was observed on the right ventricular lead. The lead was revised and replaced. It is unknown if the lead was capped or explanted. Patient was in stable condition after the procedure.